Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Visual inspection revealed a cut in the outer insulation, likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead body is twisted along its whole length - lead bumped with release of the fixation knob from built up torque. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurement since implant. The lead was then explanted. No additional adverse patient effects were reported. The lead was then returned and analyzed.